Event description:
It was reported that during the implant procedure, the physician had difficulty finding an area with no stimulation and good threshold. Within days of implant, there was diaphragmatic stimulation, increased threshold, and loss of capture. The lead was noted to not be in an optimal position due to patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, there was blood present on electrode, there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).